Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were disconnected from the ipg. A penta lead was implanted. Successful therapy was confirmed postoperatively. The original leads remain implanted in the patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has experienced a lead migration. In spite of reprogramming attempts to recapture effective therapy, the patient may undergo surgical intervention to address the issue.

Event description:
Reference manufacturer number: 1627487-2019-06108. 1627487-2019-06109.